Event description:
My physician, dr (B)(6) of (B)(6), had difficulty placing the essure coil in my right fallopian tube. The coil perforated the tube and is now curled outside the tube. The proximal end appears to be in the correct position but the distal end is curled outside the tube. The implant did not successfully block the tube as confirmed by hsg on (B)(6) 2010. The essure procedure was unsuccessful for sterilization.